Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for shaft separations from this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat an unknown coronary artery. During advancement of a 3.5 x 08 mm xience xpedition, the proximal shaft separated outside the anatomy. There was no resistance reported. The device was easily removed and another same size xience xpedition was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.